Event description:
The reporter contacted animas on (B)(6) 2013 indicating that their last box of cartridges would leak and cause their blood glucose level to go up. This report is being made based on the allegation that the patient's cartridges were leaking.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.